Event description:
The facility representative reported a pump with batteries that will not hold a charge. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04, 2007. Evaluation summary: the device evaluation was completed and the battery not holding a charge condition was confirmed during service, due to depleted (potentially damaged) batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.